Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that as not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during the surgery of meniscus suture+acl reconstruction, the anchor was broken off (as the photo shows), removed all the broken parts. No additional information could be provided. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the anchor was broken near the distal part. Therefore, the complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. As a result, we cannot determine a root cause for the reported failure, but it is also a possibility that the tapping was off angle or excessive force was used while tapping causing the screw to break. As per IFU, failure to insert the screw along the tunnel axis may result in device damage. Insert hex driver into tapered screw to a fully seated position. Failure to engage screw completely may result in damage to tapered screw during implantation. A manufacturing record evaluation was performed for the finished device lot number: 7l96127, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction with meniscal repair surgery on (B)(6) 2021, it was observed that the bio-intrafix 7-9mmx30mm tprscr anchor device was broken off. All the broken parts were removed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.